Manufacturer narrative:
Additional information: g3,h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported heart block remains unknown.

Event description:
During a typical atrial flutter procedure, the patient developed atrioventricular block. During the procedure, there was display, noise and respiration issues with the ablation catheter that could not be resolved with troubleshooting and the catheter was exchanged. A second catheter was placed in the original ablation location and ablation began once again. The patient was taking several deep inhales during ablation and developed av block. The ECG readings were not ideal due to patient factors and patch placement and the block was not noted in time. A temporary pacing wire was used to resolve the issue. However, the following day the patient was still in complete heart block, so a pacemaker was implanted, and the patient is in stable condition. There were no device related issues with the second catheter that was being used when the av block was noted.